Manufacturer narrative:
Philips service adjusted the wire rope position in the balance unit and returned the device to normal use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that mechanical movement was limited due to the balance unit wire rope position on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.